Manufacturer narrative:
Concomitant medical products: 4968-35, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead had a confirmed fracture. Noise was noted on the rv lead during pocket manipulation. The rv lead was explanted and replaced. During the rv lead explant, the right atrial (ra) lead was compromised and was explanted and replaced during the procedure as well. No patient complications have been reported as a result of this event.